Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported they were using an olympus hd camera head, storz telescope and sony monitor. The user preset used was userb and the image rotation function was defaulted to off. There was no scope button or customer button with the function assigned. The sony monitor customer button 1 was set to flip, but nothing happened when pressing the button. The customer later reported that an olympus representative visited the site and resolved the issue, but they did not explain how the issue was resolved. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center image was rotated with an r in the bottom right corner of the screen. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the device was not returned to olympus and the customer¿s allegation was not confirmed. The root cause could not be identified. The subject device manufacture date was not identified with the unknown device serial number; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.